Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, uterine prolapse. It was reported that the patient underwent laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, mccall's culdoplasty and tension-free vaginal tape on (B)(6) 2004 by dr. (B)(6).

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence, uterine prolapse. It was reported that the patient underwent laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, mccall's culdoplasty and tension-free vaginal tape on (B)(6) 2004 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infection, urinary urgency and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and urinary tract infection.